Manufacturer narrative:
The reporter provided 2 test strips for investigation. The test strips were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient stated that she would wipe the first drop of blood and apply the second drop to the test strip. Product labeling states: "4. Collect the blood - massage your finger until you see increased color in your fingertip. Keeping your hand down, press the tip of the lancet firmly against the side of your fingertip. Press the release button. Gently squeeze from the base of the finger to develop a hanging drop of blood." "6. Apply the blood within 15 seconds of sticking the fingertip, apply the blood to the target area of the test strip¿ from the side of the test strip." The investigation did not identify a product problem. The cause of the event could not be determined.  Occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to a stago with neoplastin reagent laboratory method.  On (B)(6) 2022, the meter result at 12:55 pm was 2.1 inr. The laboratory result was 1.6 inr. The laboratory sample was drawn within 4 hours of the meter test. On (B)(6) 2022, the meter result at 9:34 am was 2.3 inr. The laboratory result was 1.8 inr. The laboratory sample was drawn within 4 hours of the meter test. The patient stated that she would wipe the first drop of blood and apply the second drop to the test strip. The therapeutic range is 2.5 to 3.5 inr and testing is performed weekly.